Event description:
It was reported that a spectrum pump alarmed upstream occlusion when no occlusion was present. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed upstream occlusion testing at the flow line. A review of the event history log revealed multiple 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.